Event description:
The hosp reported that during a coronary artery bypass procedure, 3 heartstring seals did not deploy out of the delivery tube into the aorta. A side biter clamp was used to complete the procedure. No pt complications were reported by the hospital. This is for the third seal.

Manufacturer narrative:
Visual inspection verifies that the tension spring remained inside the deployment tube. The complaint is confirmed.